Manufacturer narrative:
An event of device migration and retrieval following implantation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the cause of the reported device migration could not be conclusively determined. The reported unexpected medical intervention was a result if case-specific circumstances as the device was removed via snare. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 4mmx2mm amplatzer piccolo occluder was selected for implant in a patient. The defect measured 3.1mm in diameter and 9mm in length, and sizing was determined using fluoroscopy. There was no rhythm change during the procedure, and a stability check was performed. No leak was detected around the lobe of the occluder, and there were no difficulties with implantation such as multiple recaptures or repositioning. The patient remained stable throughout the procedure. There was no clinically significant delay in the procedure reported. Post-implant it was noted that, the occluder remained within the intended implant site but migrated due to being deployed too proximally. Migration was identified via echo, which showed the device had shifted toward the left pulmonary artery (lpa) upon release. . Echocardiography and fluoroscopy were used during the procedure, but no reports were made available. The occluder was retrieved successfully and was replaced is 4mm non-abbott device to complete the procedure. The migrated 4mm x 2mm amplatzer piccolo occluder was retrieved using a 4f non-abbott catheter and a snare. The patient did not experience any clinical signs or symptoms and was not hospitalized as a result of the event.